Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 327 mg/dl after a recent breakfast while using the ilet, with a breakfast usual meal announcement recorded and no device alerts reported; the event was corrected as glucose began trending down within 90 minutes without external assistance or medical intervention. Symptoms included feeling okay. Outcomes included no long-term health impact and no need for outside assistance or medical care. Investigation included review of use history and meal announcement records. Investigation of this case revealed appropriate device function with glucose reduction after meal, consistent with expected postprandial excursions and user-reported recent food intake; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related hyperglycemia associated with timing and meal-related glucose variability.